Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that they are experiencing high blood glucose levels and ketones. Customer's blood glucose reading was 400+ mg/dl. Customer's current blood glucose reading was 318 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.